Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a falsely elevated architect ca 125 result of 213 u/ml was generated. The patient was tested at another laboratory (method unknown) and the results were in the normal range. The customer repeated the sample and a result of > 200 u/ml was generated. There was no report of impact to patient management.

Manufacturer narrative:
No patient sample was available for testing. Accuracy testing was performed to evaluate the performance of architect ca125 ii reagent lot 62009m800. An internal panel was tested with retained kits of the likely cause reagent lot. Acceptance criteria were met, which indicates acceptable product performance. Customer complaint data was reviewed and no adverse trends were identified. The architect ca 125 ii reagent package insert was reviewed and was found to adequately address the issue. The investigation did not identify a product deficiency.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended at the customer site. However no systemic issue and/or product deficiency was identified.